Event description:
This complainant is now reportable based on the analysis completed on 3/30/2009. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fractured occurred. The physician inserted the 2.25x12mm taxus express2 atom stent through the touhy and the shaft fractured about four inches from the hub. The stent entered the pt. The procedure was completed with another taxus expess2 atom stent. No complications occurred. Pt's status is satisfactory. Device analysis determined that the fracture occurred at a portion of the shaft that could enter the pt.

Manufacturer narrative:
Product analysis can verify the reported event. Product analysis found that the hypotube was broken 16.5 cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length of shaft and no other damage was found. The distal end of the stent delivery system was inspected under magnification and damage was found on the tip. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is operational context and device performance was limited due to anatomical/procedural factor.